Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips when fired were bent, malformed. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 06/17/2008. Eval summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record was reviewed and no anomalies were noted during the mfg process.